Event description:
Customer reportedly obtained a result of her device of 599mg/dl while the nurse's device read 115mg/dl. Customer reportedly also rec'd result of 578mg/dl while the nurse's device read 120mg/dl. No treatment received. No quality controls were used. Requested return of suspect vial and replacement was sent.